Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 90-140mg/dl fasting. Verified the strips expire 11/30/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory: 1:lo- fasting:yes. 2:lo- fasting:yes. 3:lo- fasting:yes. 4:lo- fasting:yes. 5:lo- fasting:yes. The customer date and time is incorrect. Adverse event not reported.